Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the rack pushrod was extended out, causing the customer difficulty with loading a cartridge. Blood glucose level was 87(mg/dl). Reportedly, the customer retracted the pushrod and was able to load a cartridge successfully.